Manufacturer narrative:
Patient's medical records were received. Records indicate the patient sustained an insertional crack from the broach. The femoral stem is being changed to an unknown broach. The crack was treated with cables prior to inserting the femoral stem. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. This medwatch was submitted on time on (B)(4) 2014. Due to outages on the FDA's receiving side, we are resubmitting this medwatch at the FDA's request.

Manufacturer narrative:
Additional narrative: clinical report states that the patient suffered a femur fracture intra-operatively. Update rec¿d 05/22/2014- patient's medical records were received. Records indicate the patient sustained an insertional crack from the broach. The femoral stem is being changed to an unknown broach. The crack was treated with cables prior to inserting the femoral stem. Doi: (B)(6) 2014 (right hip). The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. Medical records were obtained and reviewed by a medical professional. From a medical perspective, based on the information available, the complaint is not product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Clinical report states that the patient suffered a femur fracture intraoperatively.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.